Manufacturer narrative:
Follow-up #1: date of submission 09/08/2015: device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was thinning. During testing, the up arrow and contrast buttons were intermittently unresponsive and difficult to press. The keypad cover was removed and evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.